Event description:
Reporter alleged discrepant blood glucose results of 365 mg/dl on the advantage system compared to 131 mg/dl when testing was performed on a professional meter within 5 mins. No symptoms were reported and no treatment/action was reported based on these results. A request was made for the return of the suspect device and replacement product was sent.